Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: (B)(4).

Event description:
On (B)(6) 2006 the patient was treated for an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2011 CT showed a type iii endoleak between the ring on the contralateral side of the trunk-ipsilateral leg component and the right proximal portion of the contralateral leg component. On (B)(6) 2011 an intervention was performed where an additional contralateral leg component was implanted to bridge the two devices. The type iii endoleak was resolved. The patient tolerated the procedure.